Event description:
It was reported that an infusion set using contact detach triggered an occlusion alert during a meal announcement after a routine supply change, and blood was observed in the tubing; the issue resolved only after a full supply change was recommended and planned. Customer care provided support which included technical support troubleshooting and user education. Investigation of this case revealed that the probable cause was an infusion line occlusion associated with blood in the tubing, resolved by replacing all disposable components. Noo adverse clinical effects and no change in blood glucose reported. Outcomes included no medical intervention, and restoration of therapy after supply replacement. It was concluded that the event was related to a transient occlusion of the insulin delivery pathway, mitigated by a complete supply change.